Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had no image. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The customer sent an email to say that because the channel of the monitor was chosen incorrectly by the customer, there was no image. The customer reported the device was operational, with an image and without any faults, and the device will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.